Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed and atrial tachy response (atr) episode with occasional atrial undersensing. Further review was recommended. At this time, the device remains in-service. No adverse patient effects were reported.